Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/09/2019. The customer troubleshot with technical support. The customer added the whisper swivel to the circuit and the issue was resolved.

Event description:
The customer reported that during performance verification test (pvt), the ventilator had a low leak. There was no patient involvement.